Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy rash, pt was scrubbing gin shower with brush and scratched open their back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.